Manufacturer narrative:
(B)(4): keypad is intact.with no evidence of peeling or damage. The complaint regarding up key was not duplicated - all keys are responsive. Removed keypad to check for contamination which was found under up/down/contrast/ok key contacts.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that over the last few days, it was noticed that the up arrow button was sticking and is slow to respond. The pump is worn in a protective case attached to a belt. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.